Manufacturer narrative:
The insulin pump was received with stripped battery cap(p)coin slot, broken battery cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, loose drive support disk and cracked battery tube threads.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that battery cap is stuck. The insulin pump will not be returned for analysis.